Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to high magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind. A motor position encoder error alarm was found in the alarm history file due to an out of phase motor encoder signal. The pump also had a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.